Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that air leakage in the cuff of the endotracheal tube during the thyroidectomy procedure. Product was not damaged. There was no patient or staff impact. The procedure was completed with back-up device and there was no surgical delay. It was initial use of the tube and dental pads were used to protect the tube. There was no intubation difficulty. Air was used to inflate the cuff. The leak was not evident when trying to inflate the cuff to establish the airway during the intubation process.

Manufacturer narrative:
H3 : analysis of product 8229307 of lot#0223147306 found that visually, there was no damage in the construction of the device that would have resulted in the reported event. Functionally, a syringe was used to inject 20-cc of air into the cuff balloon and inflation and deflation occurred normally. The balloon was re-inflated and deflated multiple times and there were no issues. For further analysis, a leak test was performed by submerging the balloon and inflation assembly, at separate times, under water and no leaks were observed. Electrically, for additional analysis, the resistance of each lead should be between 1.7 and 3.7 ohms and the actual measurements were 3.5 ohms (blue), 3.6 ohms (blue with clear tubing), 3.6 ohms (red), and 3.6 ohms (red with clear tubing) in which all of the electrodes were in specification. A review of the global complaint data showed no other complaints about this lot number. Complaint not confirmed. In the returned condition, there was no out of specification condition that was related to the complaint. H6 : previous applied fdm b17, fdr c20 codes no longer applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On follow-up it was reported that the cuff and tube tested prior to intubation to ensure functionality and both function as intended. Anesthesia machine airway pressure decreased. The patient purred. Checked the anesthesia machine and breathing tube, no problem. Pinched the endotracheal tube, balloon pressure was very small and almost no. The anesthesia monitoring equipment alarmed. After endotracheal tube before laying the sheet the leak was discovered. The airway already established when the leak was discovered.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.